Event description:
It was reported the patient had a urinary tract infection and symptoms included an increase of urinary frequency. It was stated the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v620561, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).